Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v008257, implanted: (B)(6) 2006, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days prior to the call the patient started having really bad pain. It was the worst pain the patient had ever felt and every time they took a step it felt like ¿something was sticking their back¿. The patient also had also had a return of symptoms, stopped feeling stimulation, and saw an elective replacement indicator (eri) message. The patient was unable to connect with the patient programmer, had poor communication and the implantable neurostimulator recharger (insr) was showing the reposition antenna screen and they were able to clear the eri. The last time the patient had charged was approximately one month prior to the call. They were also seeing the recharge the recharger screen. The patient had tripped a few times but had not fallen. Additional information was received from a consumer on 2017-01-05 reporting that ¿it did not work¿ and had not for over a year or so. The consumer had talked to the health care professional (hcp) and was told that they would have to replace it. The hcp stated that the letter sent to (B)(6) had come back so the patient had to give the hcp the corrected address. The patient wanted hcp listings because there was some confusing information regarding where the hcp was now practicing. There was a loss of stimulation. The patient would charge it up and it would go for maybe a day and then it would just stop. It was reviewed with the consumer that the device was now 9 years old and would need to be replaced per device specifications. The consumer was asked when it was turning off but the consumer was only able to say that it happened over a year ago. The patient did not remember if they saw an error message such as eri or eos. It was reported that the patient¿s pain was now like they did not have a device. If they lay on their left side it hurt their back. This pain was gradual starting over a year and a half ago in 2015.